Event description:
It was reported that the surgeon inserted a micl12.1 implantable collamer lens in both eye in 2007, and the lens removed from the right eye in 2009, due to pt developing a cataract. The surgeon indicated that the incident was caused by the icl surgery. Further info was requested, but not forthcoming. If any add'l info is received, a supplemental medwatch form will be submitted. See MFR report # 2023826-2009-00956 for the other eye.

Manufacturer narrative:
Evaluation codes: method - results: a work order search was performed and there was one similar complaint found, which is for pt's other eye. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined.